Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6) health system. Testing of actual/suspected device: a getinge field service engineer evaluated the iabp and to fix the issue the fse performed a leak test on the unit and it passed. Fse could not find any leak on the cart either. Fse did see they were using a non getinge helium tank that did not quite fit right so perhaps this was leaking at the tank. Fse could not reproduce the leak, but replaced the helium tank with a getinge tank. Fse performed a completed system checkout and the unit passed all testing and was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event took place, however, was no patient involvement and no adverse event was reported.

Event description:
N/a.